Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the up arrow, down arrow, and ok keypad buttons are unresponsive. She reported that they are unable to navigate away from the home screen due to button unresponsiveness. During troubleshooting, the pump was rebooted and the issue remains unresolved. The reporter stated that all buttons still bounce/spring back when pressed, and denied any tears, holes, or peeling of the keypad. The reported denied any trauma or moisture exposure to the pump. She stated that the patient wears the pump with a pump skin in a case, and does not clean the pump.

Manufacturer narrative:
(B)(4): no visible damage was found to the keypad. All of the keypad buttons were found to be responding normally to presses. No keypad button defects were found. Unrelated to the complaint, the bolus button was found to be missing.